Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began "3 months" prior to contacting lfs. The patient manages his diabetes with a combination of medication however could not specify names. The patient reported that he developed a symptom of "shaky" 2 hours after and error 4 presented and that he received treatment with food or drink from a third-party. During troubleshooting the cca noted that the test strips had not been open longer than recommended and had not expired. The patient had followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.